Manufacturer narrative:
Device was used for treatment, not diagnosis.

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. (B)(4).

Event description:
The sales rep reported via phone that at the end of a shoulder arthroscopy the surgeon noticed that there was a clear plastic piece in the patients joint space. The surgeon looked at the 7.0x75mm fully threaded cannula that was used in the case and noticed taht it was damaged. The surgeon went back into the patient and used a shaver to remove the plastic piece. The surgeon was confident that he had removed the piece but the first assist stated that the piece was still in the patient. The surgeon felt confident it was removed and close the patient up without any issues. There were no patient consequences or delays.

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. The date device returned to manufacturer has been corrected. Investigation summary: the complaint devices was received and evaluated visually. On visual inspection, the top silicon seal was found cracked but no parts missing on the device. It was reported that a plastic piece was found in the patients joint space and the surgeon claimed the used device was damaged. It is unclear that what part of the device fell into the patient as there is no broken/missing part from the device. The complaint is not confirmed as there is no part missing on the device. At the time of the investigation, the root cause of the failure mode is undetermined. Review of the device history record indicated that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the records reviewed. A review into the depuy synthes mitek complaints system revealed no other complaints for this device's lot number. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).